Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the bd nexiva¿ closed IV catheter system that caused leakage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was a hole in the bd nexiva closed IV catheter system that caused leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Received one 22ga bd nexiva closed IV catheter system d/l unit within an opened packaged from lot 8073774. The package had a hand written note adhered to the tyvek/label side of it (brugt defekt). There was also a hand written note accompanying the sample with complaint information. The unit consisted of the catheter/adapter and extension line assemblies. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter damaged/defective with lot #8073774, regarding item (B)(4). DHR review for lot 8073774 disclosed the following: a total of 335930 were manufactured on nexiva line 2 starting on (B)(6) 2018 through (B)(6) 2018. One non-related qn where disposition of the product, root cause and corrective actions were applied according to the quality control plan. Two non-related td¿s were in place during the production of the lot (td 2018-15 for rework segregation instructions and td 2018-12 for heighten inspection for packaging) all other challenge, set up and in process inspections passed per specifications. Sap (qn) review was conducted for this lot which disclosed the following: there were not related reject activity findings relevant to the defect associated with the lot number provided for this incident. One non-related ip qn was initiated during the build of this lot. Ip qn: disposition, root cause and corrective action were applied according to the quality control plan. The unit had a q-syte unit attached to one of the dual ports (luer) and nothing attached to the second port/luer. A second q-syte with dust cap accompanied the returned unit. The pinch clamp was fully engaged. Microscopic views revealed a cut in the catheter tubing wall near the nose of the winged adapter, indicative of a base spear through. Water/air leak test: disengaged the pinch clamp and attached the iso standard testing slip luer to the end of one of the ports/luer while the second port remained with the q-syte attached; performed the leak test. Leakage was observed from the area of the cut in the catheter tubing wall; therefore confirming the reported defect of catheter damaged/ defective and hole in the catheter tubing described in the event description. Although the defect of catheter damaged/defective was confirmed with the unit provided and evaluated for this incident. It is uncertain whether the defect of base spear thru which was observed and confirmed; was caused by manipulation of the device prior to insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate as the unit was received within an opened package and used. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the defect. Therefore a definite root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.